Manufacturer narrative:
Corrected data: the guiding catheter used in the procedure was a vista brite tip, xb 3.5 5f xb, code: 558-882. Manufacturer narrative: IFU review porformed have stated no deviations from IFU were reported. Final investigation report have concluded the following: 1.the review of the DHR (device history record) indicates that the product was supplied meeting specifications. 2.the investigation was limited as we did not receive the used product or the angiogram. It is not possible to reach a definite conclusion as to how and why this event happened with the information that we received. 3.there was no patient injury. The patient suffered no complication at all.

Manufacturer narrative:
Performed DHR review indicates the device was supplied meeting specifications.

Event description:
Initial event description received: the event occured in (B)(6). During a medium complexity ptca, two stents were implanted. The first des implantation, with a 3x15 mm, went smoothly. The second, a 2.75x20mm was correctly positioned. The problem displayed during the retraction. The physician felt that the stent shaft was stuck, initially in the proximal segment of the coronary. He managed to remove it from the coronary. After a few seconds, the shaft was still stuck, this time into the guiding catheter. He tried to remove it again, but it was not possible. So he decided to remove the whole system from the patient. After this, a final angiogram was performed, with a new catheter: everything was ok. The patient suffered no complication at all. Additional information received from the distributor on sep 23, 2019: the stent was deployed, during the retraction, in the left main, the physician felt some resistance. It managed to get it free. After it, the stent stuck onto the inner lumen of the gc. After the delivery system became stuck for the first time, the physician pulled it back, a stronger force was applied. There was no excessive force applied on the stent delivery system while inserting it over the guide wire. Excessive force was applied to the device during withdrawal only when it was required. There was no resistance/friction while inserting the balloon through the guide catheter over the guide wire. The physician had to push, in order to cross the tight lesion. The procedural cd is not available for review. These imagines were not recorder. Lesion/vessel details: timi 1,vessel was medium angulation, few tortuosity. The brand/size of guide catheter was vista brite 559-882. The brand/size of guide wire was ashaision blue. There was no guideliner or other guide extension system used. There was no buddy-wire used. The balloon catheter did not kink while being used. The catheter haven't reached an acute bend. The product was stored and handled according to the instructions for use (IFU). There wasn't any damage noted to the packaging of the device. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prep normally (i.e. Maintain negative pressure). The procedure ended well. There was a final check after the shaft removal and no consequence was detected. The product will not be returned since the physician couldn't manage to take the shaft in security conditions. He preferred to waste it, in order to avoid infections risks.